Event description:
The multifocal intraocular lens was removed and replaced with a monofocal due to the patient's intolerance of the halos and glare she was experiencing.

Manufacturer narrative:
The lens was not received for evaluation. Halos and glare are a known and labeled possible side effects of multifocal lens implantation.